Event description:
It was reported to vyaire medical that the ventilator is giving the hi o2 press alarm. They only use the high pressure port with either an o2 tank or wall pressure. It was confirmed the wall pressure and it's around 50 psi.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Finding/root-cause: the reported complaint was verified and duplicated due to a missing screw (p/n:21490-107) on the inspiratory port of the assy, exhal, external drive, w/ peep (p/n:12030-002 rev. G s/n:(B)(6). Disposition: revel, english service repair p/n:19260-001-99 s/n:(B)(6) will be moved to factory service, exhalation module and o2 module w-neb ferrite are to be removed and replaced. Replace material as required, rework to current configuration, recalibrate, and retest per specifications and standards.